Event description:
Customer reported erroneous low white blood cell (wbc) count was obtained for one patient sample when using a coulter hmx hematology analyzer with autoloader. The erroneous low test result was reported out of the laboratory. The result was questioned, and a specimen was redrawn and the test was repeated. The retest result was higher and considered to be correct. The analyzer was performing within quality control specifications with respect to controls and reproducibility. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer evaluated the analyzer and verified the analyzer was operating properly. The cause of the initial erroneous low wbc count is unknown.